Event description:
During a remote follow-up, measurements on the intracardiac electrograms (egm) were missing from the electric records. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was successfully reprogrammed which resolved the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of missing measurements was confirmed. Based on the information received from the field, the measurements were postponed because telemetry was opened within last 23 hours, which resulted in daily measurement being postponed. The cause of the open telemetry channel was not confirmed, as the device was not being monitored remotely.